Event description:
It was reported that the asymptomatic patient presented for a follow-up in backup vvi. The patient had been lost to follow-up. A user download did not restore the device. The device was changed out.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company representative.